Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this follow up report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced power error. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for power error detected. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The mmt-1880 was returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with original battery cap. Pump passed the displacement test and active current test but failed the sleep current test due to corroded battery tube. Thump was utilized and downloaded trace/history files properly. However, the pump history analysis confirmed the pump alarmed: power error 25 alarm on 12/13/2022 05:00:00.000 to 12/13/2022 21:00:00.000. No unexpected battery alarms/alerts during testing. The power management graph confirmed power error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 on pcba 1. After disconnecting and reconnecting the internal battery connector on j6 on pcba 1, the pump was monitored and functioned properly. Pump was cut open to perform visual inspection and found moisture damage on the corroded battery tube, force sensor, and motor. Swapped out test pump case and verified corroded battery tube caused high sleep current. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, broken battery tube threads (chipped), pillowing keypad overlay, stained keypad overlay, and keypad overlay texture damage. Pump passed all other required testing but failed the sleep current test due to moisture damage on the battery tube. Unexpected battery power loss was confirmed due to high sleep current corroded battery tube. Power error 25 confirmed in the pump history due to connector resistance j6 /pcb 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.